Event description:
It was reported that the user connected a new dexcom g6 transmitter and sensor and required assistance pairing them to the ilet; pairing was completed and the sensor entered warm-up, after which it was recognized that the prior sensor had expired and the user had not entered a blood glucose value into the ilet, resulting in a period without automated corrections and a hyperglycemic excursion. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no alarms. Investigation included troubleshooting and user education on proper sensor replacement, device pairing, and timely blood glucose entry when sensor data are unavailable. Investigation of this case revealed device performance consistent with design when sensor input is absent, with elevated glucose attributable to missed sensor data and lack of a manual blood glucose entry rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and operational use contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.